Event description:
It was reported that customer¿s pump displayed cgm error message while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, and pump reset resolved issue without error returning; it was also communicated that if issue occurred a third time, pump replacement would be provided.